Manufacturer narrative:
Result: it was determined by the manufacturer service technician that the motor was found to be a non-stryker component. The non-stryker motor was replaced with a stryker motor.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device displays a bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.